Event description:
Customer tested blood glucose at 9am and received a result in the 200's. The customer took 5 extra units of 70/30 and 1 hour later was sweaty and weak. They were taken to the emergency room it is unk if any treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.